Manufacturer narrative:
Patient problem code: e2008 - foreign body in patient. F25 - unanticipated adverse device effect. Device problem code: a0401 ¿ break. Pr 9327251: initial MDR submission. A follow up MDR will be submitted if a device evaluation and/or device history review is completed.

Event description:
Material#: 305194, batch#: unknown. It was reported by customer that ¿at approximately 0956 a hypo needle broke off in the patient's back while the pa was injecting local. We immediately called the md and x-ray. X-ray was called to the room to locate the needle with the o-arm. The needle was found and removed at 1010. An x-ray was done after the needle was removed to show the needle had been taken out. I collected the needle and the other piece of the hypo and passed them off to my manager letting her know what happened¿. Verbatim: rcc received a complaint via email. Email(s) attached. We would like to report a product failure with MFR# 305194, 23 g x 1-1/2 in. Bd precisionglide¿ needle. Here are all the details of the incident. Please send a return shipping label for the product to be returned for evaluation. Incident date:11/20/2023. Location: (B)(6) hospital. Address: (B)(6). Incident details: ¿at approximately 0956 a hypo needle broke off in the patient's back while the pa was injecting local. We immediately called the md and x-ray. X-ray was called to the room to locate the needle with the o-arm. The needle was found and removed at 1010. An x-ray was done after the needle was removed to show the needle had been taken out. I collected the needle and the other piece of the hypo and passed them off to my manager letting her know what happened¿.